Event description:
The mother of a home peritoneal dialysis pt reported that the cycler showed that the pt was filled with the prescribed amount of 1,600 ml but the drain volumes were higher than expected. She could not recall the exact nubmers but they were around 2,000 and 3,000 ml. The pt complained that her "stomach hurt" during the treatment but was fine after. There was no serious injury or illness.